Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self-test, and displacement test. No unexpected e/a alarm noted during testing. Device was programmed with test minilink and the glucose sensor simulator. However, device unable to communicate with test guardian link (x) transmitter glucose sensor simulator to verify calibrate error alarm, problem isolated to electronic assembly. (B)(4).